Manufacturer narrative:
(B)(4). Batch # n90n1j, n91688. The analysis results of the flr02 found that it was received with the retractor torn. Pictures of the sample were also received for analysis. Upon visual inspection of the picture, the retractor appears to be torn. Upon visual inspection of the device, the tear initiated 2 inches below the upper retractor ring and continued toward the lower retractor ring, causing the separation from the ring. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hand-assisted laparoscopic surgery right colectomy procedure, the iris seal was torn. The surgeon opened the package and found the flr02 was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.